Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while drawing up morphine using a bd emerald¿ 10ml syringe, there was volumetric inaccuracy. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation results: sample evaluation: we have been provided with the affected samples. The returned samples did not present any defect. All items of the scale were readable, no imperfections of the scale were observed. We have tested the volume accuracy of the sample and stand out that the volume dosage was correct. We could not confirm the reported issue. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. The review showed no non-conformances associated with this issue during the production of this batch. Syringes were packed in machine nº2015 (november 23 - 24th, 2017). Syringes were assembled in machine, nº4267, in lot #7324988 (november 20 - 27th, 2017). Research has found no problems, defects or qn related to the reported issue were found. We have also reviewed the barrel lots #7324987, #7331806, and #7317660 and no problems, defects or qn related to the reported issue were found. Root cause analysis the marking process of bd emerald syringes is an approved and high capable printing technology for medical devices. In this case, we could not confirm the reported defect. The scale of the returned samples was within specifications. The intention of emerald was to provide a truly global product, ce marked 510k authorized (FDA) and prequalified for who (pqs). We can confirm that the scale of our syringes belongs to the volume indicated on it. Confirmation: the returned syringes did not present any defect. We could not confirm the reported issue. We will continue to track this issue for future occurrences. CAPA determination: based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.